Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 04/21/2006 and was last repaired on (B)(6) 2010. Eval of the device determine that the motor would not run. Observation of the motor identified corrosion on the outside of the casing. Prior to repair, the device was outside calibration specs at the zero thickness setting on the left and right side and the side to side calibration. The 0.02 thickness setting was out of calibration on the left side. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that when the zimmer electric dermatome was plugged into the power supply, it would not work. Add'l clinical f/u with the hospital indicated that the reported issue was observed during room set-up/pre-procedure testing. It was also reported that the green light on the power supply was illuminated. It was reported that there was a 10 min increase in surgical time while an alternate device was retrieved to complete the procedure. There was no pt injury or medical/surgical intervention required.